Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged he patient experienced a blood glucose of 420mg/dl, with moderate ketones, and a headache, associated with an alleged prime issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the patient stated the pump was not priming the tubing during the load step. It was revealed that the patient primed 2.4 units of insulin after the infusion set was changed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.